Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer had experienced low blood glucose during sleep, dawn phenomenon. Customer's blood glucose was unknown. Insulin pump's screen was hard to read, device had cracks around the reservoir window, and sometimes it sounded like it was rewinding but it wasn't. Customer will not be returning the device for analysis.